Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-25310. It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the left ventricular lead exhibited high impedance. It was noted that the impedance was greater than 3,000 in bipolar and lv tip to rv coil. Further information was requested to identify if it was a header or lead issue however, additional information was not provided. There were no patient consequences.